Manufacturer narrative:
(B)(4). Batch # r92k66. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic assisted scm muscle myomectomy, the blade was broken in op site. No patient consequence reported.